Manufacturer narrative:
Interrogation of the device found that it was being used to deliver 8 mg/ml dilaudid at 3.6977 mg/day, 400 mcg/ml clonidine at 184.89 mcg/day, and 15 mg/ml bupivacaine at 6.933 mg/day. Analysis found that there was corrosion/wear/lubrication on the gear train of the pump motor and that there was a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned for analysis with no allegation against the device. The drug being delivered and the indication for use were not reported. There were no symptoms reported. There were no further complications reported/anticipated.